Manufacturer narrative:
(B)(4).

Event description:
It was reported that the epidural catheter separated during removal. When the catheter was being removed from the patient, the tubing came out but the wire reinforced coil was still in the patient. The piece of coil was pulled out as the catheter normally is during removal. The anesthesiologist felt there was no need for x-rays or any further monitoring. There was no attempt at placing a new catheter, due to the event occuring at the end of the treatment. There was no delay in treatment. No complications or death occurred to the patient.